Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2015 with the following findings: the pump powers on with audible and vibratory sounds. Pump was exercised for a 24hr duration period; no suspends or eaw¿s occurred during this time period. On (B)(6) 2015 14:33 pump was manually suspended and manually resumed at 15:09. No hypersensitive keys were observed on keypad. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The total daily dose adds up correctly and reflects user's programmed basal rates. The pump was able to be manually suspended and manually resumed with no issues. Unable to duplicate the complaint. Returned cartridge cap/returned battery cap used to complete testing. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (suspend) issue. The reporter stated that the patient had a blood glucose (bg) of 301 mg/dl with chest tightness/pain and shortness of breath. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings (suspend) issue.